Manufacturer narrative:
The device has not been received by anspach. If additional information is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the "motor was overheating." The product was not being used in surgery. There were no injuries or medical intervention reported. There was no additional information provided.